Event description:
The cardiobypass pump had a failure and stopped. The perfusionist rebooted it by turning power on and off and the pump returned to normal function. The patient was on bypass at the time. The failure lasted approximately 45 seconds. The case was finished without further issue. The device was sequestered for evaluation by the manufacturer's biomedical technician. Testing did not reproduce the error. Identified error log message "rpm communication error", loose connection at time of fault cannot be ruled out. Replaced rpm knob/cable and main black communication cable that services the device user interface.